Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The device was returned during the investigation for an unrelated reported issue. Results of functional testing indicate there was no speaker sound. A replacement device was already provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The defective parts will be replaced to solve the reported issue. The customer was provided with a replacement device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient. There was no report of patient or user harm.